Manufacturer narrative:
Methods: the actual device was not evaluated, however implantech reviewed production records, as well as performing trend analysis. Results: no device problem was found. There have been no other reports of infection with either the manufacturing lot or associated sterile lot. Conclusion: infection is a known, inherent risk of implant procedures and is addressed in the product labeling.

Event description:
Complainant reported that patient had left side mandibular angle implant explanted 8 days post-op due to infection. (This is the same patient and same complainant reported in 2028924-2022-00007 which addresses the right side device).